Event description:
It was reported that the system monitor was not communicating.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a communication issue with the system monitor was confirmed. During the evaluation of (B)(4), visual inspection of the unit revealed damaged front and back housings. The unit booted up and during the functional test the unit showed an invalid opcode trap message on the screen. It was suspected that the main pcb was not functioning properly. After several attempts of requesting a purchase order, it could not be obtained so the unit was not repaired. It was sent back to the customer noting it is not certified for use. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.